Event description:
Patient was revised due to loosening of the tibial tray. There was poly wear of the insert/patella and osteolysis was present.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided information; however, polyethylene wear after sixteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items.